Event description:
It was reported post implant a realize band, the injection port became infected. The port was removed and the patient was treated with oral antibiotics. The port has been replaced and the patient is fine. Exact implant date is unknown. The adjustments history is unknown.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.